Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issues were not confirmed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the visera elite video system center display an e315, e216, and a b30 errors. There was no patient harm or user injury reported due to the event. This report is being submitted for the b30 and the e315 errors.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. The device was returned to the legal manufacturer for further testing. Although e315 and e216 error codes were found in the device¿s log, the reported error codes were not duplicated during testing. No abnormalities were found after connecting and operating the device according to the instruction manual. Based on the results of the investigation, it is possible that the errors occurred due to a communication error due to the scope or the light source that was being used. However, a root cause could not be determined. Olympus will continue to monitor field performance for this device.